Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix required more rotations than expected to deploy. The physician reported that the helix "popped out like a rocket" when it deployed. Additionally, it was reported that the anchor sleeve did not have "wings" as pictured on the lead packaging. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed that the helix had disengaged from the helical channel. It was also noted that the inner tubing was kinked/buckled and there was blood in/on the helix/lobe mechanism and sleeve head.